Manufacturer narrative:
Zimvie complaint (B)(4). Concomitant medical products:: tsv6h10, impl tapered scr-v ha 6mm 5.7mm 10mm, lot number 61856564.

Event description:
It was reported that the unknown abutment loosened causing internal tread damaged to the implant at tooth site #19. The abutment was taken off by the general dentist. Patient was seen in our office to remove the screw and in the process of removing this, the implant was stripped and had to be removed.

Event description:
During investigation a fractured screw was fond in the implant that was returned.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: b5: describe event or problem. D10: unknown screw, lot number unknown. D10: therapy date unknown / not provided. G2: report source. H2: if follow-up, what type. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to report corrected information. Follow up with the customer confirms that the abutment will not be returned. It was previously, in error, reported to have been returned. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The event could not be verified (loosening). However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimvie. DHR, sterilization, and complaint history review could not be performed, as the subject item/lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. A definitive root cause could not be identified. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.